Manufacturer narrative:
H11: device was inspected at manufacturing site: internal components needed to be replaced in order to resolve the reported event. Accordingly, the valve sensor, the gas regulator, and the dc-supply board were replaced prior to returning the device to the customer in full working order. A review of the service history of the affected device confirmed that the reported event represents the first occurrence associated with this specific unit. No adverse trend related to this failure mode has been identified. Based on the investigation findings, a failure of the replaced components has been identified as a possible contributing factor and cannot be excluded as being primarily related to the reported issue. The associated risk was assessed and determined to be within the acceptable region. No specific corrective or preventive actions are currently deemed necessary. Livanova will continue to monitor the market.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that there is a problem with the flow of the s5 gas blender since the flow does not exceed 4 liters and alarm meaning fault in ad transformer (e15) is displayed. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the electronic gas blender 10 l/min. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: a livanova technical service support specialist conducted a preliminary test onto the involved unit, and the reported condition was not reproduced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.